Event description:
The reporter stated that she had gotten er1 messages but has a "poor memory" and cannot remember details. Generally, she said that she applies blood to the pink square, though she said that she sometimes has trouble getting blood. She uses the color chart for comparison. She stated that she could not recall specifics on the er1 messages, but she said that she feels ok and takes her regular medication regardless of her readings.